Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patient fell in (B)(6) 2019 on the ipg site. Since the fall, the patient lost therapy. In turn, the ipg was explanted and replaced to address the issue. Therapy was restored postoperatively.